Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. Part# /lot# combination cannot be verified, therefore, a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a second revision on proximal femur due to non-union and broken plate will be performed on tuesday (B)(6) 2014. The patient has a persistent non-union. The initial implant was with a competitor¿s device. Per additional information received on(B)(6) 2014, the patient has now been revised with our 95 degrees angle blade plate and experienced a non-union and it broke. The patient was revised with another 95 degrees angled blade plate construct. A bone stimulator was placed, bone morphogenetic protein (bmp), and bone graph was used in the left hip. The procedure was completed without complications. There was no surgical delay. This complaint involves eight devices. This report is 1 of 1 for complaint (B)(4).